Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17756. It was reported that thirty-seven noise events logged and some r-wave oversensing was noted during isometric testing. Programming changes were performed. The patient was in stable condition.